Event description:
Customer alleged that the stitching was coming loose on the sling. No injury related to this issue.

Manufacturer narrative:
Replacement sling was shipped to facility. Issue resolved. No injury related to this issue.